Event description:
Per meter memory, the customer obtained the following back-to-back comparisons on the accu-chek aviva system. 80mg/dl, 220mg/dl, 69mg/dl, 198mg/dl and 68mg/dl, 198mg/dl, 68mg/dl, 146mg/dl and 83mg/dl, 68mg/dl, 146mg/dl, 83mg/dl, 100mg/dl, 472mg/dl, 103mg/dl, 206mg/dl and 311mg/dl, 146mg/dl, 83mg/dl, 100mg/dl, 472mg/dl, 103mg/dl, 206mg/dl, 311mg/dl, 108mg/dl and 207mg/dl. All comparisons were obtained within 10 minute timeframes. The customer felt hyperglycemic with the blood glucose result of 472mg/dl. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.